Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a cause for the reported physical resistance/sticking (gripper line ¿ difficulty) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when removing the gripper line (gl), resistance was noted after about 30cm. Troubleshooting was performed and the gl was able to be removed and the clip deployed. A second clip was implanted to complete the procedure, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.